Event description:
It was reported that the patient¿s pump was not working and was causing him a lot of pain. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).